Manufacturer narrative:
A review of the manufacturing records was conducted. During the review, a deviation was identified within the production order; however, the deviation had no impact on product quality. There was no relationship between the deviation and the described complaint. The product was manufactured according to specification. A search for complaints in the production order revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens. The returned lens was found to be cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted on (B)(6) 2015 and was removed in a separate secondary procedure. The incision was enlarged. A vitrectomy was not performed. No patient injury was reported.